Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was initially reported 'a surgeon form the (B)(6) contacted a surgeon in the us 'regarding a patient of his that needs a revision of her total wrist replacement". See mfg report number 3004608878-2014-00031. On (B)(6) 2014, additional information was received by integra related to mfg report number 3004608878-2014-00031. There were two additional devices implanted at the initial surgery. This report concerns product ID 263200r. The initial surgery was performed on (B)(6) 2006. The patient developed pain and discomfort in her wrist; towards the end of 2013 (a precise date was not provided). She was diagnosed with loosening of the prosthesis. A revision surgery is scheduled for (B)(6) 2014.